Manufacturer narrative:
No malfunction of the device was detected. This was a clinical workflow error. There was no frequency entered for the order by the clinical staff. In addition, the clinical staff failed to notice an icon (clock icon with a question mark ) that indicates that the order is missing a schedule and needs to be completed. The nurse was only using the worklist. Icca has a red warning message that states not to use the worklist exclusively. The administration record should always be used. The schedule wasn¿t created for an antifungal drug order because there wasn¿t a frequency entered by the clinical staff. A schedule cannot be created without a frequency entered. A philips clinical specialist explained the correct workflow to the end user and also communicated to not rely explicitly on the work list and recommended to always check in the mar for completed orders as documented in the clinicians toolkit manual. The device remains at the customer site, and there have been no subsequent calls logged for this device/issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a patient death occurred due to the administration time of a drug not appearing in the icca worklist . The patient was described to have been in septic shock and expired.